Event description:
Midline catheter inserted in left cephalic on 9/24/98. On 10/2/98, site noted to be painful, and on 10/3/98 a reddened area 3.5 inches in length 2 3/4 inches wide was noted and warm to touch. Pt sent to emergency room. Pt admitted to hosp. Received antibiotics and heparin drip. Discharged from hosp 10/9/98. Discharge home on lovenox subcutaneously.